Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd posiflush¿ normal saline syringe there is an issue with foreign matter in the syringe. The customer stated ¿there appears to be grease contaminating the saline syringes.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation results: sample units were received for evaluation by our quality engineer team. Upon analysis, grease was identified on the packaging of the sample units. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the observed defect. There were no non-conformance relating to this defect. Based on the investigation and the sample provided. Grease may be attributing to the preventative maintenance activity conducted prior to this manufactured lot. The presence of grease on the product packaging was determined to be a result of an isolated incident. Preventative maintenance activity conducted prior to manufacturing may have attributed to the introduction of the grease to the product. A quality alert has been raised for this issue and all personnel have been informed. Based on an evaluation of the severity and frequency it was determined that no corrective action is required at this time. Complaints will be monitored and trended as part of the maintenance schedule on a monthly basis.